Event description:
It was reported that the patient felt dizzy for two days and presented to the clinic with a low heart rate. The ventricular lead thresholds and impedance had risen per the lead trend reports. The patient was sent directly to the hospital where the lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.